Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a superficial femoral artery diagnostic procedure. Reportedly, all steps were performed accordingly. The knot was tied and it tested; however, when cutting the suture, the knot together with the sutures came out of the anatomy. No tissue damage was reported. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela; however, clinically significant delay in the procedure or therapy was reported. No additional information was provided.